Event description:
A caller reported a malfunction on the pump. There was no reported impact on the customer's blood glucose level. The caller was assisted with resetting the pump, and the malfunction code did not recur afterward. Customer was instructed to call back if the issue recurs, and they acknowledged understanding of these instructions.